Event description:
Per complaint (B)(4), during clinical procedure,patient experienced failure of implant to integrate.

Manufacturer narrative:
This report is submitted late and is captured within CAPA-1374.